Event description:
On (B)(6) 2013, the reporter contacted animas alleging inaccurate insulin delivery. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
Follow-up #1 date of submission 01/19/2016-product analysis: the device was returned and evaluated by product analysis on 01/05/2016 with the following findings: no abnormal pump behavior was confirmed or duplicated with investigation. Review of the pump¿s black box revealed no evidence of abnormal pump behavior or related issues. Data relevant to the alleged event date was overwritten due to extended continued pump use. The total daily dose history was appropriate per the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.